Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with the insulin pump. The caller stated that for the past year his device stops after he changed the infusion set, and also when the reservoir has 50 to 150 units left. The caller stated that the infusion set and reservoir are changed every second day. No further information was provided.